Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: although the customer complaint ¿no image¿ was not reproduced during inspection by the service repair center, the bending section was deformed. It was assumed that external stress was applied to the bending section. The imaging cable incorporated into the bending section was damaged by the stress, and it was assumed that image irregularity occurred in the facility at that time. The legal manufacturer determined that there might have been a deviation from instruction for use (IFU) regarding this reported event. The legal manufacturer reported that in IFU, provides a warning about stress to the bending section was described as follows: important information - please read before use: dangers, warnings, and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event was not confirmed. The scope had a good image, it was burned in for approximately 1 hour without any image problem. The device was visually inspected, the bending section is smashed/impacted and it produced a heavy grinding sound during angulation. The a-rubber was removed and confirmed the bending section is deformed due to impact, it is physical damage caused by mishandling. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, the unit produced no image. Additional information is unavailable at this time.